Manufacturer narrative:
The catalog number is unknown, if received it will be provided. Complaint conclusion: as reported, the patient underwent placement of a trapease inferior vena cava (ivc) filter. The indication for filter placement is not available. The filter subsequently malfunctioned and caused injury and damages including, but not limited to: malfunction, including perforation, tilt and perforation into an organ. The filter remains implanted; thus, unavailable for analysis. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without procedural films for review, the filter tilt reported could not be confirmed. Additionally, the timing and mechanism of the filter tilt is unknown. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousness. It was reported that there was perforation of the ivc; however, a clinical conclusion could not be determined as to the cause of the event. A review of the instructions for use notes vessel damage such as intimal tears and perforation as procedural complications related it ivc filters. Ivc and organ perforation from filters is relatively common, and directly related to how long the filter has been in place. Studies have noted a greater than 80% perforation rate overall, with all filters imaged after 71 days from implantation revealing some level of perforation. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal brief, the patient underwent placement of a trapease vena cava filter. The filter subsequently malfunctioned and caused injury and damages including, but not limited to: malfunction, including perforation, tilt and perforation into an organ.

Manufacturer narrative:
Catalog number for the device is 466p306au.

Manufacturer narrative:
Additional information was received and the following additional information received per the medical records indicate that, the patient is a 73-year-old lady who was admitted to the hospital complaining of dyspnea and found to have bilateral pulmonary embolism as well as deep vein thrombosis. The patient was placed on anticoagulation and then consult was obtained for insertion of inferior vena cava filter. Once the patient under blood pressure and EKG monitoring, under light intravenous anesthesia sedation and a premedication with sol u-medrol done, the patient had a prep and drape of the right side of the neck and chest done in the usual fashion. In trendelenburg position, the skin over the right side of the neck was infiltrated with 1 percent lidocaine, then a needle was placed in the internal jugular vein, followed by the insertion of a guidewire, then the insertion of carrier of trapease inferior vena cava filter, which was then placed below the renal veins. At this point, a small injection of isovue was performed to confirm the infrarenal placement of the introducer as well as the location of renal veins. Once it was done, with this introducer, a trapease inferior vena cava filter was deployed below the renal veins, then the introducer was removed, pressure applied to right side of the neck, and then the patient transferred to recovery in good condition. According to the information received in the patient profile from (ppf), the patient live with the anxiety of having a filter that could fail further at any time, and that cannot be retrieved without a serious surgery. The patient is worried because their filter has tilted within the vena cava and perforated outside of it into an adjacent organ. The device lot number is 15673551. Mfd-08/03/12 expd-2015/07

Manufacturer narrative:
This is a supplemental report to correct the implant date of the filter. The correct implant date is (B)(6) 2014.

Manufacturer narrative:
The device manufacturing and expiration date were received. Mfd-08/03/12 expd-2015/07 the complaint conclusion was updated below, there was no changes made to the result, method and conclusion. As reported, the patient underwent placement of a trapease inferior vena cava (ivc) filter. Per the medical records, the indication for filter was bilateral pulmonary embolism with bilateral deep vein thrombosis. Inferior vena cava gram was done, then the trapease was deployed below the renal veins. Fluoroscopic confirmation of the infrarenal placement was done. There was no report of complications. The filter subsequently malfunctioned and caused injury and damages including, but not limited to malfunction, including ivc and organ perforation, and tilt. Per the patient profile from (ppf), the patient reports ivc and organ perforation and filter tilt. The patient further reports anxiety. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without procedural films for review, the filter tilt reported could not be confirmed. Additionally, the timing and mechanism of the filter tilt is unknown. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousness. It was reported that there was perforation of the ivc; however, a clinical conclusion could not be determined as to the cause of the event. A review of the instructions for use notes vessel damage such as intimal tears and perforation as procedural complications related it ivc filters. Ivc perforation from removable filters is relatively common, and directly related to how long the filter has been in place. Studies have noted a greater than 80% perforation rate overall, with all filters imaged after 71 days from implantation revealing some level of perforation. Anxiety does not represent a device malfunction and may be related to underlying patient related issues. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
After further review of additional information received, the following sections have been updated accordingly: a2, b3, b4, b5, b7, d1, d4, d10, g2, g3, g6, h1, h2, h4 and h6. As reported a patient underwent placement of a trapease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused perforation, tilt, and perforation into an organ. The patient reported also reported anxiety related to the filter. According to the medical record the indication for the filter implant was bilateral pulmonary embolism and bilateral deep vein thrombosis. The filter was placed via the right internal jugular vein and deployed below the renal veins. The patient subsequently reported becoming aware of filter fracture, perforation of filter strut(s) outside the ivc and abuts an organ, approximately fifteen years and five months post implant. The product remains implant and therefore not available for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Ivc filter tilt has been associated with practitioner technique and vessel anatomy, specifically asymmetry and tortuosity. Vessel perforation is a known adverse event associated with implanting vena cava filters and is listed as such in the instructions for use (IFU) and notes vessel damage such as intimal tears and perforation as procedural and long-term complications related to ivc filters. Perforation may impact adjacent organs. The IFU also states that filter fracture is a potential complication of vena cava filters. Anatomic locations that create concentrated stress points from filter deformation (for example, deployment at apex of scoliosis, overlapping of either of the renal ostia, or placement adjacent to a vertebral osteophyte) may contribute to fracture of a particular filter strut. Without post implant image reports the reported events could not be confirmed or further clarified. Anxiety is an emotion characterized by an unpleasant state of inner turmoil, often accompanied by nervous behavior, somatic complaints, and rumination. The physiological symptoms of anxiety may include, but are not limited to neurological, respiratory, cardiac, muscular, and cutaneous. These symptoms of anxiety do not represent a device malfunction and may be related to underlying patient specific issues. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal brief, the patient underwent placement of a trapease vena cava filter. The filter subsequently malfunctioned and caused injury and damages including, but not limited to: malfunction, including perforation, tilt and perforation into an organ. The following additional information received per the medical records indicate that, preoperative diagnoses was bilateral pulmonary embolism and bilateral deep vein thrombosis. Therefore, inferior vena cava gram was done and insertion of inferior vena cava filter via the right internal jugular vein was performed. Once the patient under blood pressure and EKG monitoring, under light intravenous anesthesia sedation and a premedication with sol u-medrol done, the patient had a prep and drape of the right side of the neck and chest done in the usual fashion. In trendelenburg position, the skin over the right side of the neck was infiltrated with 1 percent lidocaine, then a needle was placed in the internal jugular vein, followed by the insertion of a guidewire, then the insertion of carrier of trapease inferior vena cava filter, which was then placed below the renal veins. At this point, a small injection of isovue was performed to confirm the infrarenal placement of the introducer as well as the location of renal veins. Once it was done, with this introducer, a trapease inferior vena cava filter was deployed below the renal veins, then the introducer was removed, pressure applied to right side of the neck, and then the patient transferred to recovery in good condition. According to the information received in the patient profile from (ppf), the patient lives with the anxiety of having a filter that could fail further at any time, and that cannot be retrieved without a serious surgery. The patient is worried because their filter has tilted within the vena cava and perforated outside of it into an adjacent organ. Additional information received per an amended patient profile form (ppf) states that the patient experienced filter fracture within the inferior vena cava (ivc), perforation of filter strut(s) outside the ivc and abuts an organ. The patient became aware of the reported events approximately fifteen years and five months after the index procedure.